Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number m5096t507, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported by mw (B)(4) on 30-june-2016 that states, the respiratory therapist was asked to assess the patient because the rn noted the etc02 reading was low. The reading had been 40-50 and was reading less than 20. The respiratory therapist switched the end tidal carbon dioxide (etc02) out and there was no change in the reading. The patient's pressure was high on the ventilator and the tidal volumes were lower than typical. The team began looking for a leak (which is typical with low etc02 readings and low volumes). The trach, the cuff and the circuit was checked, and no leak was found. The patient's lungs were auscultated and had coarse breathing sounds so the patient was suctioned. The suction catheter was an 8fr elbow inline catheter. The catheter was locked before the suction began (which is common). While pressing the suction button, however, the button remained depressed and the therapist had to physically pull the button up. When the catheter was changed, the etc02 went back to a normal range and the volumes on the ventilator returned. The patient's ventilator stopped high pressuring. It appears there was a malfunction of the catheter. No additional information was provided.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 26-july-2016 that states, this patient's weight was (B)(6) and the patient was discharged in stable condition.